Event description:
It was reported that the zimmer dermatome was not cutting properly. Add'l clinical f/u with the hospital indicated that the surgeon indicated the graft had holes in it and the tissue was not even. The initial graft was salvaged for planned wound coverage. There was no add'l donor site harvest, surgical intervention, or increased surgical time reported. The surgeon indicated the nitrogen pressure was set at 150 psi, which is tested prior to use, and zimmer dermatome blades are used for zimmer dermatomes.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 19 yrs old and the last repair for this device was 01/15/2008. The inspection found that the customer's air hose came in with an adaptor on it and was damaged as was the head, control bar, and swivel. The master blade was flush; the calibration was out of the specifications only at the zero location. The cause of the reported issue could be the overall care and maintenance of the device. The device had not been returned for annual preventive maintenance since its last repair on 1/15/2008. Add'l causes could be related to the non-zimmer adaptor attached to the customer hose and the device was being operated at 150psi. The IFU states to handle the zimmer air dermatome carefully. Should it be inadvertently dropped or damaged, it should be returned for service. Do not use. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be returned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.